Event description:
The complaint/event occurred on an unspecified date and involved a chemosafelock vial adapter. Suspended blue foreign matter was reportedly observed before patient use. There was no patient involved in the complaint/event and there was no impact to the medical institution worker.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Additional information b5 and d9.

Event description:
Additional information was received stating that the event occurred during preparation. The event was detected prior to direct patient use. There was no serious injury/death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences, and no med/surg intervention required. The device was changed out/replaced with no further problems encountered. The medication used was endoxan 500mg. The device was returned to terumo factory for investigation. As per report, "one (1) actual sample was received connected to a vial bottle (endoxan for injection 500mg/shionogi). In addition, one used klva002u3 connected to same type of vial bottle. Upon closely checking inside the vial bottle, which was connected to the actual sample, a blue foreign material was confirmed suspended in the drug solution. - upon collecting the foreign material from the vial bottle and contacting it by tweezers it was determined to be likely a rigid resin. (Size: 1.7mmx1.0mm). Ftir was performed on the found foreign material. The result shows the spectrum similar to abs resin. In the other vial bottle, no fm was confirmed to be suspended." Pictures were provided showing the involved sample, actual sample and reference (abs).

Manufacturer narrative:
A couple of photos were shared by customer, where a small unknown blue piece of plastic is observed over the balloon, in another photo a ftir results from customer indicating abs as reference, no additional anomalies are observed. One used list# kl-va002u3, chemosafelock vial adapter and one petri dish with an unknown blue particulate inside were returned for evaluation. As received, no visible damage on the sample or loose material was confirmed. However, nothing wrong was found. Ftir result did not match with any material in the item. Complaint of particulate matter can be confirmed. However, it was confirmed that the source did not come from the return sample, the probable source of the contamination is unknown. The possible lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.